Manufacturer narrative:
(B)(4). The device was not returned which prevented a full investigation and analysis of the root cause. Images of the patient breast were provided by the account showing the foreign body. These images were analyzed by our (B)(4). His professional opinion is that the metallic density at the superficial margin of the biopsy tract is a metallic shaving, the origin of which is most likely transferred from the biopsy probe. The foreign body will most likely be removed at the time of surgery and does not pose any other perceived risk to the patient. A review of complaint data was performed and there were two similar events previously reported for (B)(6) in (B)(6) 2010.

Event description:
The sales rep reported that patient had a stereo performed for calcifications. On the post marker mammogram it was noted an artifact was left behind in the patient's breast. The physician feels it may be a piece of metal shaving. The patient has been notified. The radiologist attempted to flush the area with saline. The artifact is very superficial. An artificial was left behind post procedure in the patients breast. Patient has been diagnosed with dcis. Surgery will be scheduled.